Event description:
It was reported that a malfunction with code malf 12 occurred multiple times in the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump, successfully reset it, and resumed insulin delivery while waiting for a replacement pump, which was sent by technical support. Technical support also provided instructions to the customer on software updates, sensor usage, and returning the faulty pump.